Event description:
It was reported that the e360 ventilator had flow sensor error. Patient involvement is unknown. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a flow sensor error. The ventilator was not in use on a patient at the time of the reported event. The third party service provider replaced both flow sensor and o2 sensor with new one. The reported complaint could not be confirmed without the product return. The part is not expected to be returned. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.